Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the lens was completely opacified and explanted. Additional information has been requested and provided that the lens hazed over when patient was seen in our clinic, intraocular lens was noted to be a different shape.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).